Event description:
Three (3.0) ett was used to intubate neonate. Intubation x5 attempts. X-ray of placement done. Surfactant given through ett. Only one dose was able to be given, second dose clogged in the tube. Ett removed. FDA safety report ID # (B)(4).